Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particle was observed floating in the vial of a vial-mate reconstitution device. It is unknown if the particle was present in the 1 gram bag of vancomycin prior to coring. The top of the vial was cored and the customer suggested that¿s what ¿most likely¿ went into the vial. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation along with an empty drug vial and empty IV bag. Visual inspection revealed no evidence of particulate matter in the product vial, the IV bag, or in the fluid path of the vial-mate device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.